Event description:
The user facility reported that the front wheels to their evolution transfer carriage did not latch properly to the sterilizer's docking station subsequently causing the carriage to fall. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the transfer carriage. The technician found that the latching mechanism for the front wheels was out of alignment subsequently causing the transfer carriage to not latch properly during unloading resulting in the reported event. The technician adjusted the latching mechanism, tested the function and operation of the transfer carriage and confirmed it to be operating to specifications. The transfer carriage was returned to service, and no additional issues have been reported.